Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose with the flu and vomiting. The blood glucose values provided were 332 mg/dl, 479 mg/dl, 419 mg/dl and 455 mg/dl. The device will not be returned for analysis.